Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2; -6.0/+6.0/87 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. It was indicated that the patient experienced excessive vaulting; but no surgical intervention is planned due to the patient feels good and the surgeon will monitor the patient over the next months. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).